Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) ruptured during filling which caused a spill. It was reported that no one was affected by the spill due to safety measures in place. The device was being filled with fluorouracil. This was identified prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from december 11, 2019 - december 13, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.